Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The evaluation of these photos did not showcase evidence of retraction defects. Additionally, ten retained samples were function tested, and all retracted as expected, with no difficulties pressing the retraction button. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: does not retract. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the safety device did not activate, causing the needle to not retract. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the safety device did not activate, causing the needle to not retract. There was no health impact or consequence reported.